Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during bolus delivery. The customer's blood glucose was 201 mg/dl. Troubleshooting was done and insulin did not exit during prime fix process. The customer disconnected and reconnected the reservoir and the infusion set, ran a manual prime process and the insulin pump alarmed no delivery, again. The troubleshooting could not be completed since the customer did not have a plunger. The customer stated that the insulin appeared cloudy. Nothing further was reported.